Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the connector pin measuring 18 cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that the patient received inappropriate therapy due to noise. The physician suspected externalized conductors. The lead was explanted and replaced.